Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced multiple syncopal episodes and presented to clinic. Upon device interrogation, the right ventricular lead exhibited noise oversensing that led to syncope. No intervention was performed. No further information was available.

Event description:
New information received on 10/16/2018 indicated that the lead was capped and replaced on (B)(4)2018. The pacing dependent patient presented for lead revision procedure. During the procedure, fluoroscopy was performed and no visible defects were noted. The patient was stable post procedure and would be continued to be monitored.